Manufacturer narrative:
D9: date returned to mfg 1/15/2024 one device was returned for evaluation. Visual inspection revealed the front housing damaged (upper left edge) and downstream occlusion (dso) worn. The event history log revealed error code 1670 in device information. Functional testing was able to replicate the reported issue. The root cause was determined to be the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited "error 1670". There was unknown patient involvement.

Manufacturer narrative:
E1: phone: (B)(6). B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.